Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the battery was dead on their ins. Patient stated they were trying to charge their implant, and they were getting no error messages and that they were not able to connect. Agent asked the patient if they had tried connecting the communicator to see if that would help and the patient stated no, the implant was dead. Patient mentioned that if the battery in the past had gotten too low they could still recharge it, but now, it's not even allowing them to do that. Patient said that they had a pretty bad fall and needed to do an MRI. That was why they tried to recharge the ins. Patient said that the MRI facility needs proof that the battery is dead for MRI. Agent explained that when the battery is drained or low, the therapy will be turned off. Patient said that when they tried recharging the ins, the ins didn't do anything at all. It won't connect and did not give an error message. Patient said that they needed to have an MRI so they needed the ins to be charged, but the patient keeps on saying that the battery is depleted. Agent asked the patient to connect the recharger to the implant and the patient said that they had done that and nothing happened. Patient don't want to do troubleshooting because they are claiming that they have already done everything. Agent offered to contact a manufacturer representative (rep) since the patient said that they needed someone to charge the ins for them, but the patient declined. The patient was redirected to their healthcare provider to further address the issue.